Manufacturer narrative:
Submit date: 12/13/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding pump failed the rotor error alarm test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿failed for rotor error alarm test.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.